Event description:
It was reported that the customer had a central processing unit test error alarm on the insulin pump. Customer stated that the alarm occurred about a month and a half ago. Customer was able to clear the alarm. Customer had to rewind and reset the time and date. Customer also had to change the infusion set. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer also had some no delivery issues. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.